Event description:
A customer from (B)(6) reported the occurrence of a false resistant ertapenem result for klebsiella pneumonia in association with the vitek 2 ast-n234 test kit, lot 6340329403. Repeat testing via ast-n234 card obtained a result of susceptible, as did testing via disk method. Due to repeat testing, there was a delay >24 hour in reporting the result to the physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to discrepant ertapenem results on vitek®2 v7.01 ast- n234 card with a strains of klebsiella pneumoniae. The reference method (agar dilution, ad) which was the method used for ertapenem development (formulation etp01n) on ast-n234 gave : etp mic = 0.008 mg/l s the reproducibility testing on vitek®2 ast-n234 cards from cba subculture (customer lot 6340329403 and random lot 6340437103) gave : etp mic less than or equal to 0.5 mg/l s whatever the lot tested. Vitek®2 interpretation according to casfm eucast 2016 (same as 2017), breakpoints etp : [s less than or equal to 0.5 - r>1]. The customer resistant results are not reproduced and are within essential agreement compared to the reference ad mic without category error. Ast-n234 card performed as intended and no further action is required.